Event description:
Overdelivery reported: the pump was programmed to infuse 1 liter d5lr at 100ml/hr on the primary mode. The secondary mode was programmed to infuse ampicillin at 100ml/hr, total volume to be infused and/or dose frequency was not known. It was reported that the pump was running on battery power during transport to the x-ray department. At the x-ray department, while still on battery, the pump alarmed "low battery" and immediately ceased to function. The pump was plugged into the ac wall outlet and it immediately went into an "empty" alarm alert. The nurse was called down to x-ray to troubleshoot and found the pump with rate changes on both the primary and secondary lines. X-ray staff denied reprogramming the pump. It was reported that the primary rate change was reported as 1000.0/hr [999.0ml/hr]. The secondary rate was changed to 500.0ml/hr. The d5lr fluid container was empty and the ampicillin container had approximately 200.0ml remaining. The customer contact stated "both volumes were inconsistent with the delivery time frame. There was no pt harm reported. The physician was notified, but no orders were rendered. Though requested, there was no add'l info available.